Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6000185 in question was manufactured at the reynosa site. Complaint investigation: the reference samples for batch 6000185 were previously tested in complaint (B)(4) on 18/nov/2023. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications device history record (DHR) review: the lot 6000185 was packaging according to the work instruction (wi) version 102 in the line 1, on 09/mar/2023, with a total of (B)(4) units. Gluing of tubing the lot 3c01840 was manufactured according to the wi version 3 in the gluing of tubing in the machine itl01, on 07/mar/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6000185 with no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further action are required, this complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.e activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in ireland. It was reported that the patient faced infusion set insulin flow blocked event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.